Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had inadequate pain relief. The patient went in for a lead check on (B)(6) 2021. The patient's stimulator nurse stated one of the patient's leads had dropped two vertebral levels. It was unknown if it was the lead that the patient programming was on. The patient may have a lead revision done but it was not decided yet. The patient noted they may be interested in their battery site moved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.